Manufacturer narrative:
E1: establishment name- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during set up for a diagnostic procedure, a blackout occurred on the bronchovideoscope during the angulation adjustment. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction for the previously submitted g3 - date received by manufacturer. The correct date was 11/04/2025. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.